Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: a complaint of tubing damage found during infusion through leakage was received from the customer. No product or photo was returned by the customer. The customer complaint of component damage could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model mz9226 because a lot number was not provided by the customer. Investigation conclusion: this incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported that microbore extension set, IV connector,.f was damaged and leaked. The following information was provided by the initial reporter: it was reported by the customer that fluid was leaking from the filter in the tubing. Flushing the tubing confirmed it was damaged.